Manufacturer narrative:
Correction: section b5- the b5 event description should have been "related manufacturer report number: 1627487-2023-05537. It was reported that the patient experienced ineffective therapy due to both leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue" rather than " related manufacturer report number: 1627487-2023-05537. It was reported that the patient experienced ineffective therapy due to both leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue. Lead/ipg revision." During processing of this incident, attempts were made to obtain complete patient information. The event of lead/ipg revision was reported to abbott. A patient experienced ineffective stimulation due to lead migration. The ipg was electively replaced. Therapy has been restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-05537. It was reported that the patient experienced ineffective therapy due to both leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue.

Event description:
Related manufacturer report number: 1627487-2023-05537. It was reported that the patient experienced ineffective therapy due to both leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 where in both leads were explanted and replaced to address the issue. Lead/ipg revision

Manufacturer narrative:
Date of event is estimated.